Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: there was no evidence of a load step malfunction observed in the black box history. The pump passed the ez-prime steps and no intermittent contact was found to the force sensor circuit.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (load step malfunction) issue. The distributor stated that the pump continued to push insulin out of the pump after their finger is off the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.